Event description:
It was reported that the patient was implanted a znn cmn nail 14.5mmx21.5cm 125r on (B)(6) 2013. Additional information received on (B)(4) 2013: the patient reported to the clinic with hip pain. X-ray showed that the nail was broken but the fracture looked united. The patient was injected an unknown medicinal product and was doing well, hence the nail was not removed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).